Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has rec'd additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information rec'd. Based on the review of medical records, the pt underwent two hernia repairs on (B)(6) 2003. The right femoral hernia was repaired using a non-bard product and the umbilical hernia was repaired with kugel patch. Approx two months after the repair, the pt was seen in a doctor's office where a recurrent umbilical hernia was identified. It was noted that the kugel mesh had folded on itself. On (B)(6) 2003, the pt underwent repair of the recurrent umbilical hernia and the kugel mesh was explanted. The repair was complete using a non-bard product. While recurrence is a known adverse event that is listed in the IFU, there is no indication that the device may have caused or contributed to the reported event. Additionally, no product has been returned. It should also be noted that the surgeon who conducted the explant stated that the mesh was inadequately secured which may have led to the problems the pt experienced.

Event description:
Based on the review of medical records provided by pt's attorney: on (B)(6) 2003 - pt was seen in an office visit with symptoms of a recurrent inguinal hernia that had previously been repaired approx 14 years ago. On (B)(6) 2003 - pt underwent 2 hernia repairs. Right femoral hernia using a non-bard product and umbilical hernia using kugel mesh. On (B)(6) 2003 - f/u office notes by surgeon, kugel mesh has floated off the fascia and maybe a recurrent hernia. On (B)(6) 2003 - pt underwent recurrent umbilical hernia repair. During procedure, it was noted that two tacks were placed to hold mesh but were not in well. The mesh had folded on itself and was explanted. Repair using a non-bard product. On (B)(6) 2003 - postoperative office visit, incision is healing nicely and no evidence of herniation or weakness.